Event description:
The customer reported inaccurately low blood glucose readings with test strips,lot #1k506a. He opened the bottle of the test strips approx 2 months ago and immediately began to use them. He did not notice any significant changes in his blood glucose readings, but his readings gradually decreased. Approx one week ago, he performed a fasting blood glucose test with test strips and the result was 98 mg/dl. Because he had forgotten to take his insulin the night before, he did not feel this readings was accurate. He immediately performed a second test on his accu-check advantage meter. The result was 167 mg/dl which he thought was more accurate. With the representative, the customer performed a side by side comparison test with another brand. The results were 100 mg/dl and 195 mg/dl respectively. The desiccant is in the bottle of test strips. The code was set correctly in the customer's meter. The customer does not have any normal control solution to check the test strips for accuracy. He cannot locate his check strip to check his meter. He stores his test strips in the living room.